Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller mentioned that the last time they went in to have their stimulation adjusted for the arm implant, the intensity was turned up too high and the caller passed out. Caller explained that the can't control their arm or feel it, so when it was turned up too high they passed out. Caller commented they can't turn the intensity above 1.4 or it throws their arm all around. Caller added that if they had to do it over again, they don't think they would get the stimulator for their arm. Agent documented reported information. Agent did not ask event date as caller was very talkative and continued to bring up more and more information with each question.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient (pt) had two stimulators, one for cervical, one for lumbar. One on the left side, and the other one on the right side. Rep stated that the stimulators are very close together due to the patient¿s tiny stature. Rep see¿s the patient a lot in the office. The patient is doing great, the office did not have anything in their system about the patient passing out. Rep reported the patient has not reported to them or the hcp of having any falls either. Pt is not new to stimulators as they had one implanted then later had the next one implanted. Rep reported that the patient had told them, "when I turn it high up I need to take a break sometimes from the stimulation." The stimulators are working as expected according to the hcp office. Leads looks good/in the right spot according to a recent x-ray. Pt did not tell rep about passing out. It was reported the patient (pt) had a stim analysis done and they were reprogrammed for both stimulators but the healthcare provider (hcp) did not see any information regarding why they were reprogrammed. There is no information in the system regarding the patient passing out or an issue with the system.

Event description:
Hcp reported that patient able to control stimulation intensity and feel arm. No issues. The cause was use of controller. Reprogram and patient education. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.